Event description:
An office manager reported that after an intraocular lens (iol) was implanted, it rotated off axis. The pt reported blurry vision. The surgeon then decided that a different power of the iol would better correct the vision, so he exchanged the lens for a different power one month after it was initially implanted. In a f/u, the surgeon reported the use of an unqualified viscoelastic with the reported handpiece/cartridge/lens combination. He also indicated that the event was a refractive surprise that resolved with the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The reported viscoelastic used is not qualified for any of the approved combinations for this lens model. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).